Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus medical systems india (omsi) for evaluation. Omsi checked the subject device and found following. The examination lamp did not ignite due to the failure of the converter. All indicator on the front panel blinked due to the failure of output socket. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from omsi, there were the possibilities as following. The non-lighting of the examination lamp was attributed to the failure of the converter, which might be caused by the aging degradation of the converter components due to the repeatedly long-term use because the subject device had been used more than eleven years since manufacturing. The blinking of all indicator was attributed to corrosion of the output connector, which might be caused by the connection of the endoscope to the subject device without the sufficient drying of the light guide connector of the endoscope. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the checking of the subject device at the user facility, the emergency lamp lit up instead of the examination lamp. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.